Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the controller was so hot that it was untouchable. Perfusionist checked temperature from the controller, which was in the bag and the temperature was- 50 c. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a power mosfet that was overheating. The confirmed malfunction is related to the reported event. The temperature readings met specifications after the power mosfet was replaced. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a faulty power mosfet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.